Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cassette leaked water and could not pass testing before a procedure. The product was replaced with another one. There was no harm or impact to the patient. Additional information has been requested; however, no further information has been received to date.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue. The device history review shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to establish a potential failure mode for the device. The root cause of the customer's complaint could not be established as a sample has not been received. While there are multiple potential root causes for a reported leak from the device, we cannot confirm which part of the device leaked such as the connector, the tubing, or cassette and therefore without the sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).